Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin had a keypad issue and scratches on the insulin pump. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer had declined to troubleshoot for all issues reported. Customer reported scratch on screen but was able to read the display. Insulin pump was functioning as designed. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.